Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a problem with impedances. Therapy impedances was >2000ohms. There were also impedance readings >2000ohms on some of the unipolar pairs. Impedances were >2000 on all combinations with 1. The patient did have a fall recently. CT scan showed no fractures. Therapy was good. The patient was programmed with case + and 1 - with 3.6v battery measurement.